Manufacturer narrative:
The pads used in the rescue have been returned to cardiac science and an investigation is underway.

Event description:
A student with a known cardiac issue collapsed during a school event. The pt wasn't breathing and didn't have a pulse. CPR was started and the AED arrived approximately 2 to 3 minutes after collapse. The pt's chest was wiped off and the defibrillation pads were attached. The AED analyzed the pt's heart rhythm and advised and delivered a shock. Crp was resumed. During the second rhythm analysis session, the AED prompted the user to secure the pads and it was noted that the pad on the pt's left side was wrinkled and tented in the middle. The nurse adjusted the pad and pressed it down on the pt's chest. The pt's rhythm was analyzed and no shock was advised. Crp resumed. Ems arrived and removed the pads. Following the rescue, it was noted that gel was on the blue plastic release liner and not on the electrode pad. The pt survived and has had a valvoplasty and is awaiting implantation of an internal defibrillator.

Manufacturer narrative:
The pads used during the rescue were examined. The conductive gel had come off of one of the pads prior to use and was stuck on the blue release liner that separates the pads when packaged. The foam of the pad with the detached gel was torn which indicates the pad hadn't been removed from the liner correctly. The root cause of the reported problem is improper removal of the pad from the release liner. Pads can be damaged if they aren't removed as indicated in the labeling. If the conductive gel is not present there may be insufficient electrical contact between the electrode and the patient so the AED can't detect that pads are attached to the patient. Even without the gel the initial attachment of the pads on the patient was good enough to allow the AED to detect pads placement, analyze the patient's rhythm, and deliver a shock. The pads likely came loose during CPR which is why the AED could no longer detect pads placement and prompted the rescuers to check pads prior to the second rhythm analysis session. The customer was given replacement pads.